Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported that the cannula did not deploy when the pod was activated; this indicates a needle mechanism failure occurred. The pod was worn for less than one hour.

Manufacturer narrative:
The received device had the cannula assembly not deployed. The downloaded data showed that the device ran 45 first prime pulses and was deactivated at 55 pulses. The firing flat had not reached the firing position at the end of second prime. The data reported a drive stall, but no issues were found with the drive mechanism. The pod was connected to a master pdm, and a 5 unit test bolus did not replicate the drive stall. The exact root cause could not be determined.